Manufacturer narrative:
On 12/13/2019, mentor became aware that only right implant was ruptured and left had cutaneous contour deformity. Both implants were removed and replaced with saline implants (catalog number 3503330; serial number (B)(4) on the right and with catalog number 3503330; serial number (B)(4) on the left). Right implant was returned for evaluation and left was discarded. Hence, device code on this form has been updated from rupture to adverse event and method code has been updated to device discarded. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 325cc mentor siltex round moderate profile on both sides and was presented with bilateral breast implant deflation and left side rippling postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(6), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).